Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
A lead that was explanted for prophylactic reason which was housed in MFR report # 1644487-2013-01475 was analyzed. Analysis of the lead was completed on (B)(4) 2013. Analysis of the lead found that the outer and inner silicone tubing is abraded open at the lead body. A break was identified in the negative coil. Scanning electron microscopy images of the negative coil ends and strand segments show what appears to be wear (flat surfaces) on the coil strands resulting in reduction of the diameter of the quadfilar coil strands up to the point of break. Also, scanning electron microscopy image of the connector pin shows appearance suggesting that pitting or electro-etching conditions have occurred at the area where the opaque appearance was noted. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions. No high impedance was reportedly observed; however, the last diagnostic testing that was performed was on (B)(6) 2012 which was within normal limits. It was reported that the device was not interrogated at explant.